Manufacturer narrative:
Analysis of the ins model 37601 serial (B)(4) found no significant anomaly. The ins was not in new condition.

Event description:
It was reported that there was a concern about early battery depletion. The ins was explanted and replaced. It was reported that there were no patient symptoms related to the event.

Manufacturer narrative:
Product ID 37642, serial# (B)(4), product type programmer, patient product ID 3387s-40, lot# va005vq, implanted: 2012-(B)(6), product type lead product ID 3387s-40, lot# v571555, implanted: 2012-(B)(6), product type lead product ID 37085-60, serial# (B)(4), implanted: 2012-(B)(6), product type extension product ID 37085-60, serial# (B)(4), implanted: 2012-(B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).